Event description:
It was reported that during a breast biopsy, the marker is not deploying into the biopsy site. The physician was able to deploy with a different type of mammomarker. There were no patient consequences.

Manufacturer narrative:
(B)(4): introducer tube sheared off. Evaluation summary: the analysis results found that the introducer tube was received torn at the distal end and missing. No conclusion could be reached based on the analysis results as to why the applier reportedly would not deploy the collagen plug with the clip during surgery. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. Each device is visually inspected and functionally tested during the manufacturing process. A preliminary investigation process has been initiated for the introducer tube found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.